Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiib endoleak and aneurysm enlargement are unconfirmed. The additional endovascular procedure is confirmed. This is moderately consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of complaint could not be determined. Procedure related harms could not be determined. No contributing factors for the type iiib endoleak were identified. The final patient status was reported as stable post intervention. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b6: relevant tests and lab data has been updated. G3: awareness date has been updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records have been requested. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was treated for an abdominal aortic aneurysm on (B)(6) 2017 with the implant of an afx2 bifurcated stent graft and an afx vela suprarenal. There was a reintervention completed on (B)(6) 2025 with the implant of an afx vela infrarenal (reported under MFR# 3011063223-2025-00040). On approximately (B)(6) 2025 the follow up computed tomography (CT) revealed an indeterminate type endoleak with aneurysm enlargement. On (B)(6) 2025 the physician elected to treat the patient. Two ovation ix iliac limbs were implanted in the left iliac limb, two ovation ix iliac limbs were implanted in the right iliac limb, and one afx vela extension was implanted proximally. The endoleak was not resolved, there is a type iiib endoleak. An afx2 bifurcated stent graft was implanted to reline the previously implanted device, ballooned and the type iiib endoleak was resolved. The patient left the procedure room in stable condition.